Manufacturer narrative:
(B)(4). The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient experienced bezoar. The bezoar has been surgically removed. The duopa therapy was continued via peg tube.